Event description:
Clinical information: (B)(6) catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 14f amplatzer torqvue 45x45 delivery sheath was used during procedure. The patient's baseline rhythm was atrial fibrillation. The delivery system access site was through the patient's right femoral vein. The vascular site closure method was a figure of 8 stitch. The patient had been placed under general anesthesia for the procedure. The patient had been administered heparin for the procedure, but their activated clotting time was not taken. There was no noted difficulty inserting or using the 14f amplatzer torqvue 45x45 delivery sheath during procedure. It was noted after procedure that the patient presented with arterial hypertension. The patient was prescribed regimen of norvasc and panadol. Thereafter, the hypertension resolved without sequelae. It was discovered that the patient's right femoral wound from the delivery sheath access site was oozing. A c-clamp was applied to the patient's right femoral access site wound and a vascular drainage was performed. It was also noted that after procedure, that the patient was experiencing pain at the access site wound of the delivery sheath. The patient was prescribed 500mg of panadol. Thereafter, the pain resolved without sequelae. On (B)(6) 2022, it was noted during a discharge transthoracic echocardiogram, that the patient presented a tiny atrial septal defect. It did not result in initial or prolonged hospitalization. There was no surgical or medical intervention required/performed to treat the atrial septal defect. The atrial septal defect was not considered life threatening. The cause of the patient's hypertension is believed to have been caused by the generalized discomfort after general anesthesia and wound pain after the procedure. The cause of the tiny atrial septal defect is believed to have been caused by the trans-septal puncture during the left atrial appendage closure procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pain as well as bleeding at the access site, a small atrial septal defect being noted at discharge, and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the atrial septal defect was likely due to the trans-septal puncture of the procedure and that the hypotension was thought to be due to the due to generalized discomfort after general anesthesia and wound pain after the procedure. It was indicated that there was no difficulty advancing or inserting the delivery system, and the cause of the reported event could not be conclusively determined.